Event description:
We received a positive test result with use of the bd veritor plus ag rapid test machine. Per regulation we sent a pcr swab to the (B)(6) for confirmation. We then re-tested the resident with the binax now ag card and got a negative result. We then re-tested with the bd veritor plus ag rapid test machine and got a negative result. The pcr results were received on (B)(6) 2020 and were also negative so we believe the initial test to be a false positive result and per regulations are reporting this. FDA safety report ID# (B)(4).